Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 02/10/2016 to claim intermittent audio output on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.